Event description:
Pt received an overdose (50mg) of dilaudid. Pca pump cassette was found disconnected allowing free-flow. Pt was unresponsive when checked at 4:00 a.m. The pt was given 0.4mg of narcan and became responsive. The pump passed all performance tests. When a new cassette was installed at 5:00 p.m. The previous evening, the cassette must not have been locked. Depressing the button, without rotating 90 degrees, gives the appearance of being locked. It is likely the the free-flow started at 8:00 p.m. When the pump was checked,the mechanical disturbance of the pump caused the unlocked cassette to pop off. Since the pump was in its case, the detached cassette would not have been obvious. This pump has no alarm for unlocked or discontinued cassette.